Event description:
An 8 mm diameter x 40 mm length bridge assurant biliary stent was implanted in a patient for treatment of a 60% left common iliac stenosis in 2002. It was reported that the patient's anatomy was not tortuous with little calcification. It was reported that the device was difficult to advance through the 6 french terumo sheath; however, the device was successfully inserted without twisting the delivery catheter. The stent was deployed by inflating the balloon with full strength contrast to 8 atmospheres. After deployment, the balloon would not deflate. The physician unsuccessfully attempted to deflate the balloon using a syringe, and attempted to rupture the balloon by overinflating it. Eventually, the physician punctured the balloon percutaneously with a biopsy needle and removed it from the patient. It was reported that the patient's leg was ischemic for approximately 45 minutes and that the patient lost approximately 1 unit of blood during the procedure. No clinical sequelae were reported, and the patient is reported to be fine. The stent delivery system was discarded.